Event description:
The customer called to report a frozen screen and unresponsive buttons. Troubleshooting was performed, and the insulin pump did not resume normal function. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.